Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at the implant procedure an introducer broke while removing it from the right ventricular lead, and the lead was dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.